Manufacturer narrative:
This product, is distributed outside of the united states. However, it is similar to the us distributed drug-eluting stents. This is one of four products involved with the reported event. The associated manufacturer report numbers are 9616099-2007-02402, 9616099-2007-02403, 9616099-2007-02404. Additional information will submitted within 30 days of receipt.

Event description:
The patient was a male with a history of previous pci (which had to be revascularized), previous CABG, hypertension, smoking, myocardial infarction, and a family history of coronary artery disease. The indication for the index procedure was unstable angina pectoris. Two lesions were treated during the procedure. The 1st lesion was the proximal right coronary artery (rca). The vessel diameter was 3mm and the lesion length was 50mm. Pre-procedure stenosis was 95% and timi flow was 3. Post-procedure stenosis was 0% and timi flow was 3. The lesion was a diffuse in-stent restenosis of a bare metal stent. The lesion was ostial, concentric with no calcification or tortuosity. The lesion was not pre-dilated. Two stents were implanted in the lesion, overlapping. A device was deployed at 16atm and a device was deployed at 16atm. The 2nd lesion was in the mid rca. There are no vessel characteristics available. Two device's were deployed in this lesion, deployment pressure is unknown. The patient was discharged the following day. The patient was followed up a month later and was asymptomatic. All medications were ongoing and uninterrupted. Approximately 5 weeks after the index procedure, the patient experienced non-cardiac chest pain. Three months after the index procedure, the patient experienced dyspnea during exercise. Six days later the patient had silent ischemia and was scheduled for a coronary angiography. Angiography showed the proximal rca had 85% focal restenosis. The peri-stent restenosis was distal. Timi flow was 1. The source documents also indicate restenosis of the mid rca. However, no further information is available. A target lesion revascularization was conducted a taxus stent was placed during the procedure. Eight months after the index procedure the patient had uncontrolled arterial hypertension with associated dizziness, which was treated by co enalapril.